Manufacturer narrative:
On 1020379-2016-00035 is associated with (B)(4), polident denture cleanser. Polident denture cleanser is marketed as polident tablets in the u.s.

Event description:
Consumer accidentally swallowed a small mouthful of polident denture cleanser fluid [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received double salt denture cleanser (polident denture cleanser) unknown for denture wearer. On (B)(6) 2016, the patient started polident denture cleanser. On (B)(6) 2016, an unknown time after starting polident denture cleanser, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. The reporter considered the accidental device ingestion to be related to polident denture cleanser. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences.